Event description:
During surgery the pegasys, electric cauterizing machine, device functioned intermittently. This individual device has been sent back to the MFR 3 times prior for the same problem.

Event description:
Add'l info rec'd from MFR 10/10/02: the device was returned to MFR's facility subsequent to the event date listed on the report as a trade-in for MFR's next generation electrosurgical generator - model p3 pegasys unit. At the time the device was returned, the customer was not alleging any deficiencies in its performance. An analysis of the device performed on 7/29/02 revealed that the device failed the power drop off test due to a faulty capacitor c56. The analysis site replaced the capacitor c56 on the power supply to correct the issue. After servicing, the device was functionally tested, and was found to operate properly. The analysis site could not duplicate the events described in the report. The power drop-off test ensures that the output does note drop below 10% of its rated power under heavy load for an extended duty-cycle. The events described in the report are not attributable to this failure. Since the device was first marketed, MFR has made design changes regarding the c56 capacitor issue described in the form of the model p3 pegasys unit. These design changes are not related to the event described in the report.